Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received reported the healthcare provider (hcp) feels it was his error in getting the device to try to open.

Event description:
Medtronic received a report that the pipeline vantage failed to open in the middle section. The patient was undergoing treatment for an unruptured, saccular aneurysm located in the ica - para ophthalmic. The landing zone was 2.7mm distal and 3.7mm proximal. The patient's vessel tortuosity was moderate. It was reported that the device opened distal to the aneurysm and would not open around the curve. Once removed, the device clearly was constrained and would not open to nominal. The middle of the device had been positioned in a bend, and more than 50% had been deployed when it failed to open. The pipeline had been resheathed more than 2 times. No additional steps were taken to open the device. The patient did not experience any injury or complications. Angiographic results post procedure were said to have shown a good result after a pipeline flex shield was placed. The devices were prepared according to the instructions for use (IFU). Ancillary devices include a phenom plus guide catheter and phenom 27 microcatheter.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.